Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 500 mg/dl at the time of incident and customer treated with insulin. The customer indicated that they will try to insert their set at a different site to try and resolve the issue. No further details given.